Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye, an intraocular lens (iol) did not advance. No adverse effect, injury or surgical intervention required. No further information was provided.

Manufacturer narrative:
Device evaluation the preloaded insertion system was returned to the manufacturer. Visual inspection was performed and iol was observed stuck at the cartridge loading zone. No defects in the plunger component were observed that could impair functionality on the pcb00 device. The iol partially delivered could not be verified on the returned sample. However, a stuck in cartridge issue was confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.